Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm reading was 56 mg/dl. The patient took a fingerstick but could not recall the exact blood glucose value. The patient was feeling no symptoms but called a nurse due to the low reading. The nurse advised to self-treat with glucose tablets for the hypoglycemic event. The patient followed the nurses advice. No further treatment was reported to be needed, and the patient did not go to an urgent care. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2025-347597 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable adverse event as there was no serious injury, medical intervention, or permanent impairment; there were no life-threatening symptoms and even though the patient reached out to an hcp, the patient self-treated per routine diabetes management.